Manufacturer narrative:
Codes a24, e2401, and g07001 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal medication at an unknown dose/concentration via an implantable pump for unknown indication for use. It was reported that the patient was experiencing numbness and paralysis of left leg following implant date on (B)(6) 2023. It was further reported that field representatives (reps) were notified of patient going through magnetic resonance imaging (MRI) and wanted a post MRI read. Pump recovery occurred at the time of the read. It was also reported that no external factors are known that may have led or contributed to the issue. It was also reported that no diagnostics were performed and patient was admitted to the emergency department (ed) for evaluation. The issue was not resolved at the time of this report with patient's status being "alive-no injury". Additional information was received from the company representative reported that the patient's weight was asked but not made available. It was also provided that the cause of the patient's symptoms were not made aware to company representative. Additional information was received from the company representative on (B)(6) 2023 and was informed that the MRI showed the catheter was ¿in the spinal cord¿. The company rep indicated that a catheter explant would occur and was the recommendation of the neurosurgeon involved in the MRI review. Additional information was received from the company representative indicated that the pump and catheter were removed on (B)(6) 2023. Patient was confirmed symptomatic with left leg weakness. The catheter explant was due to patient symptoms.